Event description:
It was reported that left ventricular (lv) lead had high thresholds due to lead placement. The lv lead was capped and not replaced as the system was changed to a dual chamber system. The device was returned to the manufacturer after being explanted due to being at end of service. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: further analysis was performed. Analysis of the returned device was inconclusive. Functional test confirmed the reported low battery voltage. The device passed all other functional tests including nominal measurements for in can current drain (iccd). Bench testing also measured nominal system current drain when powered by an external supply. Analysis confirmed the reported battery depletion nominal system current drain. There was no change in the current drain after more than 18 hours in a temperature chamber at approximately 60°c. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included interconnect, fault grade, random access memory (ram), and built in self-test (bist). It also passed additional testing of the external sram. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. The analysis was terminated since no battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were observed. The battery impedance was higher than nominal. The battery was analyzed. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and in the turns, as seen in this battery.